Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl and moderate ketone levels. Customer administered a correction bolus via the pump to address the bg. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. No issues were identified with the cartridge, infusion set tubing, infusion set cannula or insulin in use at the time of the event. Reportedly, the customer continued to use the pump for insulin therapy.